Event description:
A caller reported a malfunction on the pump, identified by code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reoccurred, which the caller acknowledged and understood.